Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise while reading a book resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Device data determined that device was programmed to the primary vector with one times gain at the time of the delivered shock. The device was tested in clinic, however noise was not able to be reproduced. The cause was attributed to a change in the impedance pathway of the sensing vector. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise while reading a book resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Device data determined that device was programmed to the primary vector with one times gain at the time of the delivered shock. The device was tested in clinic, however noise was not able to be reproduced. The cause was attributed to a change in the impedance pathway of the sensing vector. This electrode was explanted and the system was replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It is our understanding that this s-ICD system exhibited noise while the patient was reading a book. The noise was oversensed resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Review of the data determined that the device was programmed to the primary vector with 1x gain at the time of the delivered shock. The device was tested in clinic; however, noise was not able to be reproduced. The cause of the noise was suspected to be a result of a change in the impedance pathway of the sensing vector. This system remained in service but was later replaced and returned for analysis.